Event description:
Boston scientific received information that during a routine follow-up, the patient with this right atrial pace/sense lead described that he was not feeling well. He looked pale and said he could not do anything anymore. Sensing appeared to be normal but impedance showed a deteriorating trend and had consistently increased over time. Threshold measurements had increased and were now high and out of range. Loss of atrial capture was noted, and brady therapy was not conducted. A conductor fracture was suspected. Pacing output was increased to ensure the patient has therapy until the revision procedure was performed. During the revision procedure, the physician found that there appeared to be a connection problem. When the lead was disconnected from the pacemaker and measured through a pacing system analyzer, the values given for impedance, threshold, and intrinsic amplitude were normal. After reconnecting the lead to the pacemaker and measuring the lead again, all values were normal. Based on this, the physician kept the lead implanted and made sure the lead's connection with the pacemaker was correct. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.